Manufacturer narrative:
One cadd solis vip pump was received with a cracked battery door and missing 1 separator. A battery fallout test was conducted and the reported issue was unable to be duplicated. The pump alarmed more than the minimum 2 minutes during the battery fallout test. The cause of the issue was unable to be determined. The battery door and 1 separator were replaced to resolve the issue.

Event description:
Information was received indicating that during testing, a speaker of a smiths medical cadd solis vip pump started to cut out during the battery fallout test. No patient was involved in this event. No adverse effects were reported.